Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was determined it was not possible to implant a new lead from a left sided approach and instead, re-programming was performed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert. It was also reported the lead displayed a jump in impedance, the impedance was high, and there were short v-v intervals. Troubleshooting was advised and the transmission results were forwarded to the physician. The lead remains in use and no patient complications have been reported as a result of this event.